Event description:
Interstim was inserted into the pt for bladder. Two weeks later they were to be programmed for the first time. Interstim was programmed by a nurse that was reading instructions off of a paper (untrained with equipment). Pt was shocked severely and remained that way for at least four hours. Device was never used by office to turn off stimulator before sending pt home telling them that the device was turned off. Spouse of pt had to figure out how to finally turn the device off, which included contacting hosp, while pt continued to suffer with stimulator on for four hours. Stimulator was removed due to severe pain in pt's back and hip. Pt's life has been changed severely. Pt now has nerve damage throughout back and hip area.